Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: a review of the black box revealed evidence of a voltage drop on 05/15/2015. The pump was powered on with the returned battery cap. The battery cap was unable to fully secure to the pump. Battery compartment cracks were observed in the thread area and below the grip pad. There was evidence of moisture contamination found inside the battery compartment. The battery compartment was found to be leaking at the cracks during a leak test. The current draws were within specification. The pump case was removed; there was no evidence of additional moisture or loose components found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.